Manufacturer narrative:
(B)(4). Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment and fill of the aortic body stent graft, some in-folding of the sealing rings was observed due to the implantation of a stent graft size with a larger diameter than the vessel treatment range; no endoleaks were present. Upon insertion of a dilator into the vessel to facilitate cannulation of the contralateral leg of the stent graft, the patient experienced hypotension. The patient was stabilized following chest compressions, and the administration of adrenaline and benadryl due to a suspected contrast allergy. The contralateral gate was subsequently cannulated and the contralateral limb was deployed without incident. The aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.